Manufacturer narrative:
Section b2 correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files did not reveal any notable events or alarms. The device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) , with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including neurological events (not stroke related). Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted for syncopal episode possible seizures. Log files only captured on (B)(6)2025 at 0:35:45, one random low flow event. Seizure was not confirmed. A computed tomography (CT) scan, labs, and drug test were performed and the patient was observed for 24 hours in hospital. The patient was stable. Plan was to be getting an outpatient electroencephalogram (eeg).